Event description:
It was reported that during a hospital visit, the patient with this implantable cardioverter defibrillator (ICD) system was found to have undergone a right ventricular (rv) lead revision procedure due to dislodgement. The rv lead was repositioned successfully. The rv lead remained in service. No additional adverse patient effects were reported.